Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the rpm speed of the roller pump was no longer visible on the display. The user was able to concluded the procedure without incident. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.